Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding the patient. It was reported that there were low impedances marked as avoid on electrodes 0 an 8. 190 ohms was noted on the pair 0 and 8. There were no external factors noted to be contributing to this impedance issue. The patient reported 80% pain relief on the current settings which are not using either of those electrodes. The impedance issue was not resolved; however, no further actions are being taken to resolve this issue as the patient is getting therapy. Surgical intervention was not planned or performed. There were no patient symptoms or complications reported.